Manufacturer narrative:
(B)(6). The customer has returned the product and it is awaiting evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral impactor handle sheered off in the wash directly after an initial knee procedure.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection found the instrument has nicks and scratches suggesting multiple uses. The handle cap's weld is fractured. The screw heads are stripped and the impactor head was loose as returned, but after tightening the screws, the head was no longer loose. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to wearing and failure due to normal usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.